Manufacturer narrative:
H3: one used product and video were returned for evaluation. Visual inspection identified some crazing at the y-site luer bond that was observed to be leaking in the returned video. Functional testing was performed and a leak was observed between the asv luer and y-site. The set was leak tested from the end luer. Upon further inspection it was observed that the connection showed movement. During inspection the female to male luer bond broke with the male luer remaining lodged in the female luer. In attempts to better visualize any potential source of leak, the female luer with the male luer lodged inside was plugged using a pin gage. The section of the set was then connected to an air source and put underwater to visualize any leakage and no leakage was observed. The customer complaint of leakage was confirmed; however, the root cause of the issue was unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that a leak was found at the proximal y site of the tubing. Per reporter, the cap was never handled and only part of the medication had been administered. There was patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.